Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient complained that the 7x24/142p pk .014 palmaz blue peripheral stent deliver system (sds) on aviator plus was ¿un-loading¿ when the stent was removed from the balloon through the bend of the blood vessel. They could not advance and retreat the stent, so they chose to dilate the stent at the non-pathological site. In addition, the same stent was used to be fed into the anterior stent and bent to expand in the lesion, to deal with the lesion, and to complete the operation. There was no reported patient injury. The stent was sent into the patient's body after preoperative preparation. The target lesion was the vertebral artery. The vessel level of calcification is mild. The vessel is tortuous. The device was used for a chronic stenosis. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The product was inspected prior to use and appear to be normal. The product was inspected prior to use and appear to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. There was no excessive torque used during advancement or delivery of the device. The first stent was deployed at wrong position, then another stent was used to complete the procedure successfully.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated according he patient complained that the 7x24/142p pk .014 palmaz blue peripheral stent delivery system (sds) on aviator plus was ¿un-loading¿ when the stent was removed from the balloon through the bend of the blood vessel. They could not advance and retreat the stent, so they chose to dilate the stent at the non-pathological site. In addition, the same stent was used to be fed into the anterior stent and bent to expand in the lesion, to deal with the lesion, and to complete the operation. There was no reported patient injury. The stent was sent into the patient's body after preoperative preparation. The target lesion was the vertebral artery. The vessel level of calcification is mild. The vessel is tortuous. The device was used for a chronic stenosis. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The product was inspected prior to use and appear to be normal. The product was inspected prior to use and appear to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. There was no excessive torque used during advancement or delivery of the device. The first stent was deployed at wrong position, then another stent was used to complete the procedure successfully. The product was not returned for analysis. Instead 6 pictures related to the reported event were provided by the customer. Four of the attached pictures are x ray video frames where a stent implanted inside the patient can be observed. The stent is observed already deployed. The other two pictures show the outer box. At one of them the label is visible where the following can be read, lot number: 82183094, catalogue number: pb 2470ppx among other product information. A product history record (phr) review of lot 82183094 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent premature deployment¿, ¿stent inaccurate placement¿ and ¿stent delivery system (sds) tracking difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification, tortuosity and a chronic total occlusion may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis palmaz blue.018 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree. Generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: failure to deliver the stent to the intended site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent.¿ the use of the device in the vertebral artery and therefore above the aortic arch is a violation of the IFU and is considered off-label usage. Neither the product history record (phr) nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.